Event description:
A bright red blood leak from the bottom of the oxygenator began 45 minutes into the pump run. Bypass was interrupted for approx. 7 minutes while the oxygenator was changed out. Pt is in recover, in stable condition.